Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) alerts on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by post paced t wave oversensing. The physician observed that the patient has a steady underlying rhythm and this event was actually fusion. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.